Event description:
It was reported that the articulating arm failed (metal appeared sheared or broken) causing the injector to fall and strike the technician's hand. The facility "suspected" that the technician's finger was broken. E-z-em was not provided with information as to whether or not a fracture was confirmed.